Manufacturer narrative:
Internal reference number: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during the turbinate reduction procedure, it was noticed that the aris turbinate reduction wand had a "wand short circuit" error message popped up, and the active electrode fell off the tip of the aris wand into the patient's nasal cavity. The electrode was retrieved using grasping forceps. The procedure was performed without any surgical delay, using the same product as after hitting the back button, it worked, and surgeon proceeded with the case. No patient injuries, harm or further complications were reported.

Manufacturer narrative:
H11: h2: additional information on: h8. Corrected information on: g2. H3, h6: the reported device was received for evaluation. A visual inspection observed the returned instrument shows no manufacturing abnormalities. Product was out of the original packaging. No packaging returned. The tip is worn from use. Most of the polyolefin covering is worn away from use. The electrode is not attached and has fallen out of its housing in the tip. The electrode was returned. A functional evaluation cannot be done on activating the wand due to the electrode damage. Wand data shows when the wand short notification was received, the wand was not activated again after it. Wand was used for 2.5 mins of activation time. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the short notification include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (contact to a conductive material such as another metal device, saline ingress, a wand short, incomplete connection, or the wand´s connector or cable got damaged). A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the detached electrode include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences ((1) hitting the device tip against a hard surface. 2) using the device as a lever to enlarge surgical site. 3) mechanical displacement of tissue through applied force. 4) activating the device above recommended settings for prolonged periods of time). Based on this investigation, the need for corrective action is not indicated.